Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device requested, not yet received.

Event description:
Patient underwent a right total hip revision approximately 8 years post-implantation due to dislocation. Metallosis was discovered during the revision. The femoral head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: biomet m2a taper adapter: catalog#: 139252, lot#: 466740. Biomet femoral stem: catalog#: 103203, lot#: 320330. (B)(4). Examination of returned device history records found no evidence of product non-conformance, and dimensional analysis found the product to be within specification. Review of the device confirmed the reported complaint. However, a conclusive root cause of the event could not be determined. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03033 / 04872).

Event description:
Patient underwent a right total hip revision approximately seven years post-implantation due to dislocation. Metallosis was discovered during the revision. The femoral head and acetabular cup were removed and replaced.